Manufacturer narrative:
(B)(4). Section d4: device details including lot#, date of manufacture were not provided by the customer. Method: the subject rt019 inspiratory/expiratory filter provided as part of a rt380 adult dual-heated evaqua2 breathing circuit, was received at fisher & paykel (f&p) healthcare new zealand. Our investigation is thus based on our evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject rt019 inspiratory/expiratory filter observed mechanical damage on the housing of the filter. The subject device was also gas leak tested and observed a severe leak. Conclusion: our investigation was unable to confirm the root cause of the observed damage to the rt019 inspiratory/expiratory filter. The user instructions which accompany the rt380 adult dual-heated evaqua2 breathing circuit include the following: · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. · check all connections are tight before use. · perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
During device evaluation at fisher & paykel (f&p) healthcare new zealand, of a rt019 inspiratory/expiratory filter provided as part of a rt380 adult dual-heated evaqua2 breathing circuit, it was found that the filter was leaking air. There was no patient involvement as the issue was found whilst the device was not in use on a patient.